Event description:
Reportedly, the screen of the home monitor changes from alone without any user input

Manufacturer narrative:
Analysis synthesis: -upon reception, the returned smartview connect was tested and the reported behavior was reproduced, as unexpected screen activations were observed. However, replacing the power adapter of the smartview connect restored normal functioning. - the observed issue resulted from a defective power adapter, leading to the observed unexpected screen activation when the device is plugged to power supply. - the defective power adapter resulted from an issue at manufacturing level.

Event description:
Reportedly, the screen of the home monitor changes from alone without any user input.